Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) had poor quality image (foggy).

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There were signs of clinical use and no evidence of blood. There were no defects observed in the visual inspection. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained when the device was in focus. When out of focus condensation was observed on the inside of the glass lens. Based on the returned condition of the device and the results of the investigation the reported complaint was confirmed for poor quality image.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) had poor quality image (foggy).